Manufacturer narrative:
The device was just returned but it has not yet been evaluated. It is most likely the damage is due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a laparoscopy procedure, a piece of a bowel grasper insert broke off inside the patient. Surgeon was able to retrieve the broken piece. An x-ray performed was negative for foreign object.

Manufacturer narrative:
The device was returned and evaluated. We found one of the jaws has broken off. The device had been in use approximately 3 years. Note: we received a copy of medwatch report #mw5079028 via mail on 08/21/2018, which is related to same event.